Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, several hours after the start of use, blood leakage from the connection with the catheter (slit site) was observed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one q-syte device from lot number 1293670. A gross visual inspection was performed where no damage or defect could be found. Per the report of experiencing leakage during use, the septum was removed from the body of device and was further inspected for damage. A leak test was performed on the returned unit using a luer lock syringe. Leakage was observed through the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen on column wall. The type of tear column wall may occur during manufacturing due to misalignment or damaged/burred probes. However, this defect may also occur in the clinician environment during use due to excessive actuations or extraneous force on the septum. As the device has been opened and handled, it cannot conclusively be linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, several hours after the start of use, blood leakage from the connection with the catheter (slit site) was observed.